Event description:
The customer contact reported particulate. On (B)(6) 2012, at an unspecified time, the tubing set was being used to deliver an unspecified antibiotic, at an unspecified rate, via a plum pump. On (B)(6) 2012 after an unspecified length of time, a particulate was noted in soluset of the tubing set. The customer contact described the particulate as small, "silk-like." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.